Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed in device logs. Review of the device logs showed messages indicating power issues. The device was put through extensive stress testing without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.